Event description:
It was reported that during routine check, it was discovered that the small battery drive device ran hot. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Visual and functional assessments were performed and the device was found to have damaged ball bearings, motor assembly or electronic control unit (ecu). The assignable root cause was determined to be due to device components being worn due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.